Event description:
It was reported that a high drain 105 alarm occurred on a homechoice (hc) machine during drain five. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The hp had skipped therapy the night before. The hp did a manual exchange of 2000ml the next day. After doing the manual drain, the hp felt bloated. The hp then went on the hc for therapy. The technical service representative (tsr) checked the therapy log and saw that the hp had an ultrafiltration of 4706ml in cycle five. The tsr arranged to swap the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log of the device confirmed the reported issue. The device passed functional and electrical testing. External and internal visual inspections were performed with no issues noted. The pneumatic system was tested and all pressures were correct and stable with no leaks noted. Two short therapies were run on the device with no issues. The cause was determined to be a use error, as the tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A review of the labeling for the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted.